Event description:
It was reported that a user scanned a continuous glucose monitor sensor and the ilet app displayed ¿incompatible sensor,¿ and it was confirmed the user was attempting to use a libre 3 sensor, which is not compatible with the ilet system that requires libre 3 plus. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms beyond the incompatibility message. Investigation included user education on compatible sensors and confirmation of device-sensor compatibility requirements. Investigation of this case revealed that the event was attributable to use of a non-compatible sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible sensor.